Event description:
Overinfusion for the vp pump issue ref 23 aug 2018, was when they went to do a pump check at 02:20 hours, it was found that fluids in pump had gone through over 6 hours instead of 20 hours. Pump had been set to run at 50mls per hour. Pump check at 23:15 hours showed pump was working correctly at the time. Additionally a foreign object was found in peristaltic mechanism which may possibly have contributed to the incident. No patient harm was reported by the customer. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed but datas were insufficient to confirm the reported event. The device was received in brézins for investigation. During visual check a plastic part (not a part of the device, foreign object) was found stuck against the pump and the bottom of the door. When closing the door, the plastic pressed against the peristaltic mechanism and create a free-flow. Flowrate tests were carried out with and without the foreign part. The results confirmed that the event was due to the presence of the plastic part as with the plastic part the event was reproduced but without it the device worked as expected within the specifications / IFU. The plastic part not being a part of the device can only have been introduced during user manipulation and for an unknown reason. The reported event is due to a kind of misuse.

Event description:
Overinfusion.